Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed. A field service engineer powered off the pyxis and auxiliary tower, replaced the latch on door 1, then powered the pyxis back on. The device was tested using the hardware test application (hta) and passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, auxiliary tower door was failed and required maintenance. Customer tried to reboot/ recover the station, but issue wasn¿t resolved. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.